Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside clinical use. It was reported that the system does not boot up and stuck at 00:00. Review of the log file analysis confirmed the flex vision pc malfunction. Upon further inspection, philips remote service engineer (rse) connected with customer and inspected the system and found that the flex vision computer and the host pc has communication error and the network cable was a little short and was pulled out of the back of flex vision pc. To resolve the issue, rse instructed the in-house engineer to replace the flex vision cable. Customer used the spare flex vision cable. After using the spare flex vision cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.